Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissoring. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra operative photographs were received. Upon review of the images, a potential cause of the scissored clip from the device was the result of some inadvertent backward and lateral force placed on the clip and jaws during firing, resulting in the scissoring complication described in the event description.